Manufacturer narrative:
Additional information: patient demographics provided. The logs for the navigation system were reviewed by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. On (B)(6) 2017 a medtronic representative went to site to test the equipment. The rep was unable to replicate the reported issue. System passed all tests and is working normally. No parts have been replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the navigation system displayed an "internal error and needs to be rebooted" error message. Rebooting the system resolved the issue and no further issues were reported. The site was not using projections for this case but were switching the screws and tap sizes. Moving crosshairs was not on. The procedure was completed with the use of navigation. No reported delay to procedure. No impact on patient outcome.